Event description:
It was reported that a second sensor was implanted due to dampening of the patient's original sensor (originally reported under MDR: (B)(4). There were no adverse consequences reported.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.